Event description:
Nurse at customer's school reported receiving a reading of 160 mg/dl with the freestyle meter. Pt became sick within a short period of time and exhibited symptoms of hypoglycemia. Paramedics were called and received blood glucose results of 60 mg/dl. A few minutes later, a reading of 21 mg/dl was received by the paramedics. The meter brand used by the paramedics is unk. Exact treatment provided was not reported by customer's nurse.